Event description:
It was reported that the device illuminated the service indicator and logged several fault codes in the memory indicating a critical failure. There was no report of patient involvement with event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported fault codes logged in the memory. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined the root cause of malfunction to be a missing filter, designator fl29. The failure would impact defibrillation therapy by affecting the positive portion of the biphasic waveform.